Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported temperature issue and subsequent cancellation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a procedure, the generator did not reach temperature. Additionally, the autostart button did not work. The procedure was cancelled and there were no patient consequences.